Event description:
Syncope. Sudden increase in rv threshold noted on lead trends. Current lead measurements and egms not available due to rrt/eri; cannot confirm capture. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).